Event description:
It was reported that during the photoselective vaporization of the prostate, the fiber had a tip rupture, therefore the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Analysis of the fiber with a microscope identified the glass cap exhibited a distal circumference fracture; therefore, the reported complaint was confirmed. The glass cap exhibited severe devitrification at the output window. Fiber tip devitrification this is normal degradation of the fiber which occurred through use of the fiber and is not considered a failure mode. It is cause by the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolonged tissue contact during the procedure. A distal circumferential fracture has the potential for forward firing. However, forward firing test rate was below the threshold for potential patient harm. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during the photoselective vaporization of the prostate, the fiber had a tip rupture, therefore the procedure was completed with another fiber. There were no patient complications.